Manufacturer narrative:
Establishment name: ypsomed ag. Street: weissensteinstrasse 26. City: solothurn. Country: switzerland. Postal code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced bent cannula on (B)(6) 2026 which leads to high blood glucose levels upto 300 mg/dl.